Event description:
New information reported the asymptomatic patient presented in clinic for a six-month follow-up, and another episode was noted. Programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited myopotential oversensing, which was reproducible with deep breathing. Programming changes were made. The patient was stable.

Manufacturer narrative:
Correction: report source should also have included "study."